Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-jan-2022. [Additional information]: the healthcare professional reported that the 88-year-old male with a history of hypertension, angina pectoris, chronic atrial cells, chronic heart failure, cerebral infarction, gastric cancer, and metastatic liver cancer underwent mechanical thrombectomy of a left middle cerebral artery (m2 inferior trunk) occlusion with a 5mm x 33 embotrap ii revascularization device (et009533 / unknown lot number); he experienced vasospasm during the procedure and subarachnoid hemorrhage after the procedure. The vasospasm occurred when the embotrap ii device was deployed. It was stated that this issue may have occurred when the microcatheter and guidewire were advanced through the vasculature. It was reported that continuous flush was maintained through the microcatheter. The physician also commented that ¿regarding the development of [embotrap ii] in distal lesions, he is afraid of the tip¿. The embotrap ii device was allegedly used as per the instructions for use (IFU), however, effective recanalization was not obtained. Next, the physician switched to aspiration only, and the procedure was completed successfully. The concomitant devices used included the 8fr optimo¿ balloon guide catheter (tokai medical), phenom¿ 27 microcatheter (medtronic), and chikai 14 neurovascular guidewire (asahi intecc). It was reported that the complaint device is not available to be returned for investigation. On 05-jan-2022, additional information was received. The information indicated that the procedure was before (B)(6) 2021 but the exact date is not known. It was reported that the subarachnoid hemorrhage occurred after the procedure, the date of occurrence is not known. The physician stated that ¿regarding the development of [embotrap ii] in distal lesions, he is afraid of the tip¿ no further clarification was provided. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap IFU as such. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported spasm. Hemorrhage secondary to vascular injury/trauma is a known potential adverse event associated with the use of the embotrap ii in mechanical thrombectomy procedures. With the information provided, it is not possible to determine the root cause of the sah. However, there are patient, procedural, and pharmacological factors that may have contributed. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. Since the severity of the actual reported event is currently unknown and the vasospasm occurred during procedural use of the embotrap device, the event meets MDR reporting criteria. The sah secondary to vascular injury is considered a serious injury and the relationship of the embotrap to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. E.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The expiration date of the device is not known as the device lot number is not available. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available. [Conclusion]: the healthcare professional reported that the (B)(6) male with a history of hypertension, angina pectoris, chronic atrial cells, chronic heart failure, cerebral infarction, gastric cancer, and metastatic liver cancer underwent mechanical thrombectomy of a left middle cerebral artery (m2 inferior trunk) occlusion with a 5mm x 33 embotrap ii revascularization device (et009533 / unknown lot number); he experienced vasospasm during the procedure and subarachnoid hemorrhage after the procedure. The vasospasm occurred when the embotrap ii device was deployed. It was stated that this issue may have occurred when the microcatheter and guidewire were advanced through the vasculature. It was reported that continuous flush was maintained through the microcatheter. The physician also commented that ¿regarding the development of [embotrap ii] in distal lesions, he is afraid of the tip¿. The embotrap ii device was allegedly used as per the instructions for use (IFU), however, effective recanalization was not obtained. Next, the physician switched to aspiration only, and the procedure was completed successfully. The concomitant devices used included the 8fr optimo¿ balloon guide catheter (tokai medical), phenom¿ 27 microcatheter (medtronic), and chikai 14 neurovascular guidewire (asahi intecc). It was reported that the complaint device is not available to be returned for investigation. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap IFU as such. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported spasm. Hemorrhage secondary to vascular injury/trauma is a known potential adverse event associated with the use of the embotrap ii in mechanical thrombectomy procedures. With the information provided, it is not possible to determine the root cause of the sah. However, there are patient, procedural, and pharmacological factors that may have contributed. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6) male with a history of hypertension, angina pectoris, chronic atrial cells, chronic heart failure, cerebral infarction, gastric cancer, and metastatic liver cancer underwent mechanical thrombectomy of a left middle cerebral artery (m2 inferior trunk) occlusion with a 5mm x 33 embotrap ii revascularization device (et009533 / unknown lot number); he experienced vasospasm during the procedure and subarachnoid hemorrhage after the procedure. The vasospasm occurred when the embotrap ii device was deployed. It was stated that this issue may have occurred when the microcatheter and guidewire were advanced through the vasculature. It was reported that continuous flush was maintained through the microcatheter. The physician also commented that ¿regarding the development of [embotrap ii] in distal lesions, he is afraid of the tip¿. The embotrap ii device was allegedly used as per the instructions for use (IFU), however, effective recanalization was not obtained. Next, the physician switched to aspiration only, and the procedure was completed successfully. The concomitant devices used included the 8fr optimo¿ balloon guide catheter (tokai medical), phenom¿ 27 microcatheter (medtronic), and chikai 14 neurovascular guidewire (asahi intecc). It was reported that the complaint device is not available to be returned for investigation.